Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported resistance met while the plunger was being inserted into the body of the device event was not confirmed. Analysis of the returned device revealed the plunger was in the pre-deployed posiition with the lever and foot fully parked, but with slack in the link material indicating the lever and foot had been deployed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, after deploying the foot the physician pushed the plunger down, but resistance was met while the plunger was being inserted into the body of the device. The device was removed from the patient's groin and another proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.